Manufacturer narrative:
It was reported that the internal temperature probe was malfunctioning. The failure occurred at the beginning of treatment and the cardiohelp was exchanged immediately. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, which stops the support of the patient for a short period of time, a report is needed. A getinge field service technician (fst) was sent for investigation. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no functional failures could be confirmed on the date of event. The fst stated that the problem was probably caused by the hls set which has been discarded by the customer. The event regarding the hls set will be investigated in complaint 1074581. Further, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: - user accidentally disconnects the temperature sensor - no temperature measurement and/or alarm limits not working it it stated in the instruction for use of the cardiohelp (chapter ¿during the application¿) that the cardiohelp should only be operated with activated temperature sensors and to ensure that the warning and alarm limits, as well as the interventions, are suitable for the patient and current situation. An external temperature sensor can be used. Referring to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2024-06-26 for the period of 2040-08-31 to 2024-02-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2010-08-31. Based on the results the reported failure "internal temperature probe was malfunctioning" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the internal temperature probe was malfunctioning. The cardiohelp was exchanged during treatment. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, which stops the support of the patient for a short period of time, a report is needed. Complaint ID: (B)(4).